Manufacturer narrative:
A product investigation was performed for this device. The companion samples received from the user facility were received with a grouping of tears in the pre-packaging pouches near the screw flange of the cavity ID end. The fibers were dry and there was no indication of blood exposure. Visual examination of both companion samples found multiple broken fibers on both samples, sample 2 had kinked fibers at the same location as the broken fiber, both samples had broken fibers approximately between 90 degrees and 180 degrees of the cavity ID end. The dialyzers were subjected to an internal leak test where fiber leaks were observed. The reported complaint is not confirmed since the actual device was not returned for evaluation. A review was performed by the post market clinical department. Per the pharmacovigilance associate medical director, the patient suffered no ill effect and required no additional medical intervention. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
A facility contacted fresenius technical support and reported that the fibers of the arterial end of the dialyzer appear to be frayed; causing blood leaks. Twice with the same patient. An (B)(6) year old man had two incidents at the facility. The first blood leak occurred immediately upon blood hitting the dialyzer; visually confirmed. A new therapy was initiated and blood leak occurred again, also visually confirmed. Estimated blood loss was 200cc per incident; total estimated blood loss was 400cc. There was no ill effect to the patient, and the patient did not receive a blood transfusion.